Event description:
It was reported that the patient had experienced 3rd degree av block and fatigue. The atrial lead was not detecting p-waves. An x-ray revealed that the lead had dislodged. The physician stated that the lead had not been properly implanted. The lead was successfully repositioned. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.